Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at the connector. Unit also alarmed power loss due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 25. The customer's blood glucose was 110 mg/dl at the time of the phone call. The customer declined troubleshooting because it was performed previously and the alarm returned after a week. The customer also reported that there were multiple power loss alarms since (B)(6) 2017. The customer's blood glucose was 250 mg/dl at the time of the power error alarm. The customer declaimed troubleshooting for high blood glucose as they have treated with the bolus wizard feature on their insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.